Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved a plum 360 infusion pump which was reported to have a spontaneous flow rate change during patient use in the oncology department. The customer reported that the liberal nurse programmed the chemotherapy flow rate on the pump; first protocol: cis-diamminedichloroplatinum(ii) (cddp). The speed was programmed at 500ml/h and changed to 60ml/h. Second protocol: channel a oxacillin for 2h, channel b ¿ levofolinate for 2 hours. After 1 hour, 1h55 min remained on channel a and 49 min on channel b. Customer reported dissatisfaction. There was patient involvement, however, harm was not reported as a consequence of this event.

Manufacturer narrative:
The device was received in good general condition. The device logs were downloaded and reviewed; engineering concluded that the nurse did not clear the infusion on line a after volume to be infused (vtbi) complete and continued with the next infusion. Later when giving the vtbi and duration values, the nurse did not clear the auto calculated minutes column, this changed the rate. The device was working as expected for the programmed infusion and did not change the rate independently. The device completed testing without issue. There was no fault found with device.